Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,her postoperative course was complicated by very prolonged episodes of nausea and vomiting which lasted 4 or 5 days. Consultation with gastroenterology was obtained who felt the patient's problem was likely psychogenic. Studies including computed axial tomography (cat) scan and kidneys, ureters, bladder (kub) studies were obtained as well as repeated laboratory evaluations; all of which were within normal limits. Finally on her 6th postoperative day, she was well enough to be discharged home in satisfactory condition. Follow-up within 2 to 3 weeks. Per pfs, the outcome attributed to the device "pain, urinary problems, recurrence, infection, dyspareunia and other problems, medical records are not available to substantiate these complaints.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).